Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump had red x arrow pointing to an open book alarm. Customer reported that he got in the water with the insulin pump and there was fluid in the battery compartment. Customer stated o-ring was in place and o-ring was free of debris. Customer stated battery cap was not damaged. Customer stated the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.